Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "ptosis".

Event description:
Patient reported she was diagnosed with skin cancer. The device has been explanted.